Event description:
It was reported the customer had a low blood glucose event. The customer's blood glucose was 47 mg/dl. The customer had treated their low blood glucose with a glucose aid. It was also reported the customer had a sensor error alert. The customer stated the alert occurred during initialization. The customer was advised to monitor the insulin pump. The customer's blood glucose was 90 mg/dl at the end of the call. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.